Event description:
Slipped femoral capital epithesis repaired with 7.3 cannulated hip screw. Seen in clinic in oct. X-rays showed "crack" in screw. Seen in clinic broken hardware and continued slip. Taken to or for repinning of scfe. Broken screw not removed, new screen placed.